Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the 14fr sheath at the femoral artery to support the 78 year old male patient who had been admitted in with the indication of a protected coronary angioplasty, for the known coronary artery disease. The 14fr introducer was seen to be bleeding. The sheath was removed due to the blood loss and was seen to have a crack. The team placed a new introducer and support proceeded. The impella system was explanted after the coronary angioplasty. No blood products were infused and no other intervention was shared. The patient survived the event.

Event description:
Clinical narrative(updated): an impella cp was inserted via a 14fr sheath at the femoral artery to support a 78-year-old male patient admitted for protected coronary angioplasty with known coronary artery disease. During the procedure, the 14fr introducer was observed to be bleeding. The sheath was removed due to blood loss and was found to have a visible crack in the head. The team placed a new introducer and support proceeded. The bleed was likely a result of the physician re-inserting the dilator after the sheath was already in the body in an attempt to advance it further, at which point the sheath itself started bleeding. The new sheath resolved all bleeding. The impella system was explanted after the coronary angioplasty. The patient survived the event. Bleeding may be attributed to access-site complications and procedural technique, specifically the re-insertion of the dilator after sheath placement, resulting in sheath damage and subsequent blood loss.

Manufacturer narrative:
B5, d4 UDI, and h6 medical device problem code corrected.